Event description:
Blade is broken in two. The device is being returned for evaluation.

Manufacturer narrative:
Confirm customer complaint, blade is broken in two. Safety alert notice c/r(B)(4) issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that shows signs of wear or damage.